Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, a study was published in a medical journal. It reported that a patient developed a voluminous hematoma of the penis and scrotum after inflatable penile prosthesis (ipp) with drainage in suction. After ten hours at night, the volume of the scrotum and base of the penis began to increase. The patient was immediately checked into the operating room (or); however, obvious sources of bleeding failed to be identified. Local and scrotal washes were performed. Cylinders were kept inflated for ten day. Following surgery, the patient was diagnosed with an unknown coagulative disease. Additionally, there was difficulty discovered the glans, which persisted for a month,